Manufacturer narrative:
The device was returned for analysis. Dried body fluid found on the handle, main shaft and distal end. Dried saline found on the distal end and inside several irrigation ports. Tip motion was evaluated against a curve template. The right and left curves failed to reach the specified areas on the template. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found a slight amount of slack in both steering wires at the hub. No other anomalies were found. A slice was made in the shaft tubing immediately distal from the butt bond. Individual signal wires were isolated one at a time followed by curve actuations. No change in curves after all signal, thermocouple and sensor wires were isolated. Next, the lumen was isolated. After the lumen was isolated, both curves reached the specified template area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a cardiac perforation and a pericardial effusion. An ablation procedure for ventricular tachycardia (vt) was being performed with a woven catheter, dynamic catheter, an intellamap orion catheter and an intellanav mifi open-irrigated ablation catheter. A non-boston scientific sheath was used. After the intellanav mifi oi was introduced, the physician noticed a pericardial effusion. He felt that the catheter caused a cardiac perforation and pericardial effusion requiring pericardiocentesis. Ablation was subsequently performed and the patient was stable. The procedure was completed. No resistance of the catheters was reported by the physician.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac perforation and a pericardial effusion. An ablation procedure for ventricular tachycardia (vt) was being performed with a woven catheter, dynamic catheter, an intellamap orion catheter and an intellanav mifi open-irrigated ablation catheter. A non-boston scientific sheath was used. After the intellanav mifi oi was introduced, the physician noticed a pericardial effusion. He felt that the catheter caused a cardiac perforation and pericardial effusion requiring pericardiocentesis. Ablation was subsequently performed and the patient was stable. The procedure was completed. No resistance of the catheters was reported by the physician.